Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event date is estimated the device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the minimally calcified right common femoral artery was done with two prostyle devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly post procedure, a suture break occurred with one of the two sutures while pulling on the long blue suture during removal of the introducer sheath. The same two sutures were used to achieve hemostasis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.